Event description:
The nurse reported that the patient is septic and the source of the infection has not been identified. The patient was hospitalized in the intensive care unit. The hcp ordered aspiration of 2 ccs of pump reservoir contents to be sent for microbiology testing. The pump was last refilled in 2006, at which time the symptoms were already present. The pump has been implanted for approximately 1 year. A follow-up report will be sent if additional information becomes available to us.